Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The lead "exhibited make- break characteristics of oversensing + high thresholdd."